Manufacturer narrative:
Previously reported on (B)(4) with MDR# 303067-2019-00911. Device was not returned for investigation.

Event description:
It has been reported that the device is failing self-test.